Event description:
It was reported that customer experienced cartridge alarm 30 on pump during use, and issue did not occur during cartridge load process and had not been reported previously for this pump. There was no adverse impact to the customer¿s blood glucose level. Customer was able to successfully load cartridge and resume insulin therapy, and issue was considered resolved with no additional actions reported.